Event description:
A follow-up coronary angiogram was conducted 6-9 months post procedure and a stent fracture/separation (popma IV) was observed, however, no binary restenosis was observed at the fracture site. The diameter of stenosis was 49%. This complaint was received via literature from american heart journal 2010;160:775.e1-775.e9, "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation". The patient was admitted for a procedure with stable coronary artery disease. The patient had a lesion in the right coronary artery, however, the details of the lesion were not specified. The diameter of the vessel and the lesion length were unknown. The patient had three cypher stents implanted. The date of the procedure and the details of the stent implantation were unknown.

Event description:
It was reported that during a mastectomy procedure, at the beginning of the case the tip broke off of the device. The surgeon hardly activated the device at all then the tip fell off into the patient which able to be removed. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.